Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: during the firing of the stapler, the staples in the load were deformed and anastomosis did not hold. The problem was rectified by manually suturing. There was tissue loss as a result. There was no tissue damage, blood loss over 500 cc or delay in surgery over 30 minutes.

Manufacturer narrative:
(B)(4).